Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received off no power alarm on their insulin pump. The customer states they did not receive low battery alert prior to the off no power alert. The customer's blood glucose level was 120mg/dl. Troubleshoot was conducted. The customer was advised to insert new recommended battery and monitor the device. The customer was advised to call back if issues persist.